Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test due to prime anomaly. The pump was received without original reservoir. However, the pump delivered 2.0 units bolus using test reservoir and water came out properly. No unexpected gap between the motor and reservoir was noted. The pump was received with cracked display window corners, battery tube threads, reservoir tube lip and scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call of low blood glucose readings and a priming anomaly from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer treated the low readings with food. The customer stated that insulin was squirting out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to remove the reservoir and rewind the pump. The customer was advised to talk to her health care provider regarding the low readings.